Event description:
The customer reported to olympus, the angulation was not controlled on the colonovideoscope prior to an unknown procedure. The procedure was completed using a similar device. During the inspection and testing of the returned device, foreign material is coming out of the channel. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Angulation in the up direction was out of standards and the gap of the up/down knob was out of standards due to the worn angle wire. Foreign material was found coming out of the channel. The light guide lens was broken, there was a crease at the connecting tube, the condition of the light guide bundle was not good, the adhesive part of the ar was broken, the switch 1 was cut off, the suction cylinder was cut off, the universal code was crumbled and the objective lens was broken. There were liquid leaks due to the deformation of the u/down and right/left knob. The red paint around the suction was faded and the control section was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, the root cause of the foreign material coming out of the channel was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.